Manufacturer narrative:
The controller, (con308706) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated controller met all requirements for release. Failure analysis was not performed since the units were not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported damaged pin in the serial data port can be attributed to a misalignment between the serial port and the data cable connector. The reported event, however, could not be confirmed as the devices were not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary #: it was reported from the site that one of the pins in the data port was broken and they were unable to connect the data cable to the patient's controller. The controller ((B)(4)) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported damaged pins can be attributed to a misalignment between the power port and battery output connector. The reported event, however, could not be confirmed as the device was not returned for evaluation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported from the site that one of the pins in the data port was broken and they were unable to connect the data cable to the patient's controller. The patient tolerated the controller exchange well with minimal pump off time. The patient denied causing any damage to the controller. No patient symptoms or complications associated with this event. No further patient complications have been reported as a result of this event.